Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose was over 500 mg/dl, 600 mg/dl at the time of incident and current blood glucose was 154 mg/dl. The customer did not experience any symptoms such as a result of high blood glucose. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. Customer treated with insulin pump. The customer stated that the auto mode feature was not active and automatically adjusting insulin delivery at time of high blood glucose event. The insulin pump will not be returned for analysis.